Event description:
Initial result for a patient potassium was 4.9 mmol/l. When repeated, the result was 4.2 mmol/l. The incorrect result was not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.